Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a battery out limit. The customer had received a low battery alert, changed the battery, and then received the battery out limit alarm. The customer did not recall the blood glucose reading. The customer reported that the insulin pump had alarmed on multiple occasions when the batteries were out of the insulin pump for less than one minute. The customer was advised to insert a new battery and to ensure that the battery cap was securely fastened and reported that the insulin pump did not alarm. The customer was advised to monitor and time battery changes as carefully as possible.